Event description:
It was reported that the physician was placing the catheter in the pt's subclavian vein. At which time, he was able to place the spring wire guide (swg) but there was a steep angle to the clavicle & could not advance the catheter over the swg into the vessel. The physician attempted to withdraw the swg to try to advance the catheter with increased flexibility, however, the swg would not withdraw proximally from the catheter & with increased force the swg "sprung." The swg & catheter were removed as one. There was no swg extending from the distal end of the catheter. An x-ray was performed & demonstrated no residual swg was left in the pt & had all been removed in the catheter. The catheter was disposed off in the medical waste sharps container. It is unk if there was a delay in treatment, no pt death and no pt complications reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
It was reported that post a stenting treatment procedure, thrombosis occurred. The lesion was located in the right coronary artery. A 3.0x16mm taxus liberte drug eluting stent was implanted in the lesion. The procedure was completed with this device. An unknown time later on the same day, thrombosis occurred. Patient status is reported as good.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was constantly displaying the "apply sample" icon and he was unable to get a blood glucose reading. This complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the product issue began on the evening of (B) (6) 2010. It is not known when the patient had tested last and what readings he was obtaining from the alleged meter prior to when the issue started. The cca documented that the patient manages his diabetes with pills and diet. The patient confirmed that the alleged product issue did not cause him to change his usual diabetes management routine. A few hours after the alleged meter issue began, the patient claimed that he began to "sweat, transpire, and feel dizzy." It is not known if the patient attempted to test his blood glucose on any meter or what treatment, if any, was performed to alleviate the patient's symptoms. On (B) (6) 2010, the patient stated that the symptoms were still present and that he went to see his doctor. The patient was unable to state if the doctor tested the patient's blood glucose during the appointment. The patient informed the cca that the doctor advised him to increase his medication, novonorm tablets, from 1 to 2 pills per day until the patient felt better and to take 500 mg of glucophage if it was needed. The patient went home and attempted to test his blood glucose again on the subject meter, encountered the same meter issue, and was unable to obtain a reading. The patient contacted lfs two days later to report the product issue. During the troubleshooting session, the cca documented that the patient was following a correct testing process and that he was using the correct test strips when testing his blood glucose on the subject meter. The cca also verified that the test strips drew in the blood completely when the patient applied his blood. The reported product issue could not be resolved with troubleshooting. Per protocol, replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims he was unable to test his blood glucose due to the alleged meter issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaw could not be closed properly and the doctor felt that coagulation was poorer than usual with the device another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.